Event description:
Pt had brachytherapy to postate; placed on lithotomy frame for 18 hrs with epidural cath for pain control; when frame and cath removed, pt found to have bilateral compartment syndrome of lower extremities requiring decompression.